Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned due to pacing impedance measurements that were greater than 2,000 ohms. A new lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.